Event description:
It was reported that the patient experienced charging issues. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.